Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was liquid leakage at the interface between a minicap transfer set and a minicap. This was identified after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.